Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. The nature of the procedure was not disclosed. The name of the required medications was not disclosed. The length of the delay was not disclosed. The customer reported having to move a different station into the operating room to retrieve required medication. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. The nature of the procedure was not disclosed. The name of the required medications was not disclosed. The length of the delay was not disclosed. The customer reported having to move a different station into the operating room to retrieve required medication. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and determined that the application's auto launch option was not enabled. The technical support specialist enabled the application's auto launch and worked alongside a field service engineer to perform a system check and repair the application. Field service engineer confirmed with customer that the application successfully launched. Device confirmed operational.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the anesthesia es system unexpectedly stopped responding during a procedure. The technical support specialist checked the auto login checkbox, ran the maintenance menu, and rebooted the device to resolve the issue. The field service technician alongside the technical support specialist performed a system check. The system functioned as intended after being assessed by the field service technician.

Event description:
It was reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The user was unable to launch the application and received a blue carefusion page preventing user access to medication. The nature of the procedure was not disclosed. The name of the required medications was not disclosed. The length of the delay was not disclosed. The customer reported having to move a different station into the operating room to retrieve required medication. Patient or user harm was not reported.